Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock collar of a clearlink continu-flo solution set did not rotate, and could not be locked to the hub of a 20 gauge cannula. This occurred during set up. The reporter indicated that there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the collar of the male luer was stuck on the male luer. Functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. To address this issue, the supplier of the component has been notified of this condition. The reported lot number not recognized by baxter; therefore, a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.